Manufacturer narrative:
The company representative observed that the power supply's circuit board had white spots (stain). He replaced the power supply (s/n (B)(4)) with a new one (s/n (B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The company representative reported that while checking system functionality after replacing a power supply in response to a tech bulletin ((B)(4)), the unit ran for 30 minutes and then shutdown. No patient was involved.